Manufacturer narrative:
Pump received with intermittent up arrow button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the up arrow button does not work at all. Customer does not recall any significant events leading to the error, but indicated that it happened while using the bolus wizard. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.